Event description:
The pitcher in the double basin was unusable even if it had not been contaminated since there is a split in the bottom of the pitcher. Black foreign material in the graduates. Lot number is 160609. Case was not underway as the team is not comfortable bringing patients back to the or until everything has been inspected.